Event description:
A 49-yr-old female underwent a total knee replacement on 2/5/96 under regional anesthesia. The pt's blood pressure was being monitored by co's module during the procedure. Cuff inflations were intermittent. The pt was awake during the entire two hr procedure. Post operatively, the pt complained of numbness in her right arm. The complaint is first documented 48 hrs post-op. The neuropathy is not known to have been caused by compression from the cuff, however, no other etiology has been identified. No problems with the machine were noted during the procedure. An electromyography study was performed on 4/26/96 indicated that the pt had an ulnar neuropathy.